Manufacturer narrative:
Patient age was omitted from previous reports. Device expiration date was omitted from previous reports. Device manufacturing date was omitted from previous reports.

Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log file provided by the account confirmed multiple low flow alarms; however, a specific cause for these events could not conclusively be established through this evaluation. Furthermore, a direct correlation between heartmate ii left ventricular assist system (lvas), and the reported event of gi bleeding could not be conclusively established through this evaluation. The patient remains ongoing on heartmate ii lvas and no further events have been reported at this time. The heartmate ii left ventricular assist system instruction for use (IFU) explains that pump flow is estimated from pump power and notes that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. This document also explains all system alarms and how to troubleshoot them should they occur. Additionally, this IFU lists bleeding as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system and provides information regarding the recommended anticoagulation therapy and inr values. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 5 years, 4 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient was admitted from clinic for workup of increasingly frequent positional low flow alarms. Log file analysis confirmed low flow events. It was communicated that the low flow event appeared to be physiological in nature. The account reported that the patient gets low flow alarms when he is positioned on his left side. During admission the patient was also found to have persistent melena and down trending hemoglobin and hematocrit with the concern for upper gi bleed. The patient had right heart catheterization (rhc) during admission to assess right ventricular function which demonstrated stable hemodynamics. He underwent esophagogastroduodenoscopy (egd) (B)(6) 2018 notable for multiple gastric polyps and duodenitis. Two clips were placed in fundus and duodenum. It was communicated that the patient hematocrit and hemoglobin has remained stable without any further episodes of melena. Patient was discharged on (B)(6) 2018 in stable condition with plans for routine follow-up. No further information was provided.